Event description:
It was reported that during generator replacement surgery the surgeon felt resistance when attempting to insert the existing lead into the new generator. The surgeon was unable to get the lead past the generator connector blocks despite several attempts. The surgeon did not use a test resistor to test the generator and another new generator was selected for implant. The unused generator was returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
Analysis of the returned generator was completed. Results of diagnostic testing indicated the device was operating properly. A lead dimensional test gauge and both model 302 and 304 leads were each inserted into the header without any issues. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The lead was successfully implanted with another generator. Review of device history records for the lead shows that no unresolved non-conformances were found. System diagnostics from the date of implant was also within normal limits. An internal investigation on insertion difficulty determined the root cause as ¿process/procedure¿ due to the following: lead model 303 assembly document in one manufacturing facility allows to wet connector in water for lubrication, if required. This is not a common practice during assembly process at the other manufacturing facility; the large o-ring boot diameter is critical and has direct impact on the maximum insertion force. The tolerance on specification of large o-ring boot diameter is not appropriate considering this dimension being critical and related to the insertion difficulties experienced in field.